Event description:
It was reported that device was replaced due to a high pacing threshold.

Manufacturer narrative:
The reported field event of high capture threshold was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.